Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: ann blunt tip screw 4x40mm; item: 47-2486-040-40; lot: 3225544. Desc: ann blunt tip screw 4x42mm; item: 47-2486-042-40; lot: 3237315. Desc: ann blunt tip screw 4x46mm; item: 47-2486-046-40; lot: 3241530. Desc: ann cort bone screw 4 x 28mm; item: 47-2486-128-40; lot: 3242891. Desc: ann cort bone screw 4 x 28mm; item: 47-2486-128-40; lot: 3242891. Desc: affixus ph nl cap 0mm; item: 47-2488-010-00; lot: 3242900. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial procedure with an intramedullary nail, after which one proximal screw backed out approximately 2 weeks postoperatively. The patient remained under clinical observation and no revision has been planned to date. Attempts have been made and no further information has been provided.